Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: patient was running norepinephrine to maintain map>65mmhg through to different lines and infusion pumps. Norepinephrine line #1 alarmed air bubbles. End user increased norepinephrine line #2 to the full combined norepinephrine dose of 0.18mcg/kg/min while air in line #1 advanced. End user did not take the time to use the pumps preselected options of advance 5mls or reprime pump. User disconnected infusion line from patient, removed line from pump and flushed fluid and air bubbles from line via gravity. User then returned infusion line into pump, decreased volume to be infused by10 mls, resumed infusion with no further occurrences of air bubble alarms. No injury reported.